Manufacturer narrative:
Pump received with critical pump error due to moisture damage at electronic assembly and motor assembly. Unable to verify pump error 43 due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her son¿s insulin pump alarmed for insulin pump error. Customer¿s current blood glucose was not given. Customer was not able to rewind the insulin pump. Customer advised to revert to backup plan. Insulin pump will be return for analysis.